Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error in the morning. Device was not exposed to a magnetic field. Customer mentioned going through chemo, but always takes the insulin pump off. Customer was able to clear the alarm. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 116 mg/dl. The customer called back later to report that she received another motor error alarm during a bolus attempt for dinner. Blood glucose value was 85 mg/dl. Customer declined troubleshooting and stated that she would use her new insulin pump as a backup plan and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.